Event description:
The hosp reported that lopressor was set-up as a secondary infusion. The nurse noticed immediately that the lopressor appeared to be free-flowing in the drip chamber and noticed that it was backing up into the primary bag. The nurse changed the primary tubing at that point and then attached the primed secondary set and administered the infusion without issues. There was no pt harm and no medical intervention was required. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.